Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained address and serial number label.

Event description:
It was reported that the customer's insulin pump's reservoir compartment had a seal pop out. The customer's blood glucose level was 142 mg/dl. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.